Manufacturer narrative:
The reported allegation of ¿uncomfortable stimulation¿ was not confirmed. The returned ipg was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed. A review of the ipg diagnostic logs did not note any discrepancies that would have contributed to the observation. All ipg system impedance measurements were within range during the ipg implant duration.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced a shocking sensation. Surgical intervention was undertaken wherein the ipg was explanted.